Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: gel bleed: unable to confirm as it is a medical event not related to the device. The device appears to be intact labeled right. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported the right implant had "a sticky feel on the outside of the implant in a gel bleed type fashion" and exchange of textured implant. The device has been explanted and replaced.